Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident ranged from 287 mg/dl to 535 mg/dl. Customer reported symptoms related to their high blood glucose levels included nausea. Customer reported that high blood glucose levels were due to air bubbles in the reservoir. Customer also reported bent cannulas on the infusion sets. Customer reported that the insulin pump alarmed no delivery during a bolus delivery. Customer reported that the air bubbles were successfully removed from the reservoir. Insulin pump is not being returned or replaced.